Event description:
It was reported that during a tonsillectomy while pressing the foot pad for the ablation function, there was a loud continuous sound from the machine which would stop upon releasing the foot pad. An attempt to lower the setting was made but still gave the same results. There was a surgical delay of 30 mins due to the controller's questionable functioning. The procedure was completed using the subject controller. No pt complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt info was available.